Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated he was swimming in the ocean yesterday and after noticed the pump had water in the screen and will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: the pump¿s history was unable to be downloaded due to the pump not being able to power on. The pump failed a leak test due to a crack in the pump case as well as a display lens leak. The pump case was found to be cracked at the upper right corner of the display lens. The battery cap height and width were found to be within specifications. Further evaluation revealed a crack in the battery compartment threads. No corrosion was found in the battery compartment or to the battery cap. The pump case was removed and moisture and corrosion was found on all internal surfaces of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.